Manufacturer narrative:
(B)(4). The hospital returned seven rt206 adult inspiratory-heated breathing circuits and one rt200 adult dual-heated breathing circuit to fisher & paykel healthcare in (B)(4). Different faults were observed during inspection.

Event description:
A hospital in (B)(6) reported to a distributor that leaks were found in the expiratory limbs of eight rt206 adult inspiratory-heated breathing circuits. These were observed during use but no patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently in the process of obtaining the complaint adult breathing circuits from the hospital. We will provide a follow-up report once we have received the complaint devices and completed our investigation.

Event description:
A hospital in (B)(6) reported to a distributor that air leaked from the expiratory tubes of eight rt206 adult inspiratory-heated breathing circuits. This was observed during use but no patient consequence was reported.